Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High power visual inspection of the header and lead barrels noted flashing in the lv lead barrel just behind the ring electrode leaf spring. All seal plugs were intact. The header passed pin gauge testing on all ports except the lv. The lv pin could not be fully inserted into the lead barrel due to the flashing. Impedance testing through all three pacing outputs resulted in measurements within normal range. The high, out-of-range, lv impedance measurements observed clinically were likely due to flashing in the lv lead port. Analysis could not determine root cause of the high, out-of-range right ventricular (rv) impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure there were high pacing impedance measurements greater than 3,000 ohms with both the left ventricular (lv) lead and right ventricular (rv) lead. The leads were tested with the pacing system analyzer (psa) and reported 800 ohms for the lv and 600 ohms for the rv. A new device was attempted and the issue resolved. No adverse patient effects were reported.